Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. If additional information is obtained regarding this event it will be added and a supplemental report will be submitted accordingly. Referenced article: first-in-man implantation of a gold-coated biventricular defibrillator: difficult differential diagnosis of metal hypersensitivity reaction vs chronic device infection. Heart rhythm case reports. 2020. 6:304¿307. Doi: doi.org/10.1016/j.hrcr.2020.02.004. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding diagnosis of metal hypersensitivity reaction versus chronic device infection. The article reports a patient who experienced discrete local reddening approximately eight weeks post implant, which progressed slowly. An infection was suspected. A whole-body positron emission tomography/ computed tomography was performed which revealed a periodontitis as well as an increased accumulation in the defibrillator pocket and surrounding a knee endoprosthesis. The implantable cardioverter defibrillator (ICD) system was explanted along with an antibacterial envelope. No further patient complications have been reported as a result of this event.